Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable.

Event description:
An extraction procedure commenced to remove two leads: a right atrial (ra) and right ventricular (rv) lead due to endocarditis. Using a glidelight model 500-302 and an lld ez, the ra lead was successfully extracted. Attention was then turned to removal of the rv lead, using the glidelight model 500-302. Progress stalled using the glidelight 500-302, so physician upsized to a glidelight 500-303 (16f). Within a few seconds of the lead freeing, the patient's blood pressure dropped. Rescue efforts commenced immediately, including sternotomy. A tear was discovered at the superior vena cava (svc)/ra junction. The tear was successfully repaired and the patient survived the procedure.